Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was not confirmed. Additional information provided stated that the no external power alarms associated with losses of ac power while connected to the mobile power unit (mpu) activated again after exchanging mpu, serial number (B)(4), to the mpu, serial number: (B)(4). It was also reported that the cause of the no external power alarm could not be determined; however, it was reported that the patient was non compliant. It was also noted that the mpu (serial number: (B)(4)) was exchanged and would not be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported alarms appear to be associated with the patient history of being non compliant. The device history records were reviewed and the records revealed that the mobile power unit, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The mobile power unit was shipped to the customer on 24aug2022. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage hazard and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a power failure. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during a clinic visit 2 no external power alarms were observed on (B)(6) 2022. Additional log file review captured no external power and low power hazard events on (B)(6) 2022. These events all occurred while the patient was connected to the mobile power unit (mpu). 6 emergency backup battery (ebb) usages were observed in the file an there was no interruption in pump support. Additional information was received that the mpu had a v-lock connector on the ac power cord. It was unknown whether the ac power cord came loos at the wall or from the back of the unit. There were no environmental circumstances that would have affected power at the time of the event. The mpu was exchanged but the alarms still persisted. No cause for the no external power alarms was identified but the patient was noted to be non-compliant. Related manufacturer's report: 2916596-2022-14135.